Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a shock impedance measurement of 0 ohms. Review of daily measurements revealed steady shock impedance measurements, then the one out of range measurement. The patient was brought into clinic and all shock impedance measurements were within range. It was reported the patient was undergoing physical therapy which involved a stimulation unit at the time the daily measurement was taken. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed electromagnetic interference (emi) may have caused the low shock impedance measurement. Records indicate this device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.